Manufacturer narrative:
The device has not been returned for evaluation. The product was discarded by the customer, therefore, a product analysis has not been performed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a thyroidectomy, an otherwise fit patient was re-intubated 3 times (using 3 different endotracheal tubes) due to difficulty with ventilation. Approximately 20 minutes after intubation, ¿it became very difficult to ventilate (very low tidal volumes, very high inspiratory pressures). Patient was easy to intubate and we excluded all patient factors which could have caused this. We changed the anaesthetic machine as well, without success. Finally, the operation was conducted with a normal [non-medtronic] endotracheal tube.¿ there was a 1.5 hour delay to the procedure. No secretions (leaks) could be found. This report is for tube 2 of 3.